Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14048. It was reported that when patient presented remote via merlin.net transmission non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The oversensing was alleged to have been caused by the right ventricular lead. Patient was asymptomatic. Programming changes were discussed. Patient later presented and programming changes were made. Patient was stable.